Event description:
Following the battery performance alert (bpa) advisory. A bpa was received, by the clinician. And the device was explanted. There were no patient consequences.

Manufacturer narrative:
The device is included in the battery performance alert advisory, issued by abbott on 28 august 2017.